Event description:
The customer reported to olympus that wheels of the colonovideoscope were loose. The issue was found during maintenance. There were no reports of patient harm associated with the event. The device was returned for evaluation. During the device evaluation found the white contamination in the air/water channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated. In addition to reportable finding mentioned in reportable event description, the device evaluation found following findings: optical cover glass was cracked; up angle had straining; up/down/right/left angle were not to specification and up/down and right/left angle had play evident. Following parts were found worn: light cover glasses adhesive, optical cover glass adhesive, distal end adhesive, aspiration housing coloured ring and air/water housing coloured ring of the control body. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
It is unknown whether there was deviation from instructions for use in reprocessing steps for the area where foreign material remained. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. - IFU states the preventative measures in gif/cf/pcf-290 series operation manual 3.8 inspection of the endoscopic system: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Olympus will continue to monitor field performance for this device.